Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, missing of piece of the shell (25-50%) and underweight. A microscopic analysis was performed which identify smooth opening in the anterior side. Based on the device analysis the final assessment is: a smooth opening on anterior side and missing piece of the shell due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: patient wants to have breast implant removed due to it being textured.

Event description:
Healthcare professional reported patient ¿wants to have their breast implant removed due to it being textured¿ and capsular contracture baker grade iii for an unknown side. The device has been explanted. This record is for the left side.